Event description:
The lead was implanted on (B)(6) 2011 and explanted on (B)(6) 2011 due to dissatisfaction with the product. Rwaves on the 1688 lead dropped to 1.0mv. The procedure took place at (B)(6). The physician was (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).